Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a green screen in the image due to poor root of the light guide hose, charged coupled device glass at the distal end is scratched, and component failure of the charged coupled device glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor light guide hose; poor rooting of the light guide hose, which is likely to be an electrical fault. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had image malfunction. The issue happened after an unspecified procedure. There was no patient involvement.

Event description:
It was reported that the rigid videoscope had image malfunction. The issue happened after an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
The exact event date is unknown. The customer reported that it was more than a year since the device malfunctioned occurred and the device has not been used since then. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.